Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the left ventricular (lv) lead measured out of range high impedance once connected to the cardiac resynchronization therapy pacemaker (crt-p). Connection test to the device was good and measurement was good through the analyzer. The lead was reprogrammed. During follow-up, the impedances were lower for every configuration. The lead is still in use. No patient complications have been reported as a result of this event.